Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned in a surgery. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: reported that a patient was burned in a surgery where the crossfire 2 was used. It was later reported that the console was being used with a formula shaver blade and handpiece. A rf wand (from another company) was also used in the procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the functional inspection, the handpiece was operated under both excessive and no load, with continuous flow of saline through the bur and the handpiece. The temperature of the handpiece and bur shaft did not increase or generate excessive heat under these conditions. However, with the suction lever closed (i.e. No saline flow), the temperature of the handpiece and the attached known good bur increased, as expected. In addition, a 5.5mm barrel bur was also returned/received under the same pi. The probable root cause/s could be excessive force applied by the user with poor or no suction during use. Excessive force may cause friction due to bur shaft assembly and housing assembly interaction. Tissue blocking the suction pathway would prevent fluid from being removed from the joint. Additionally, according to the account an rf wand (not a stryker product) was also used in the procedure. Inherent to use of an rf probe is the risk of potential superficial patient burns due to the heat generated from the rf output. Therefore use of the rf probe can also be considered a possible root cause. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the patient was burned in a surgery. The procedure was completed successfully.